Event description:
A (B)(6) presented to the ed on (B)(6) 2015 with a 12 hour history of chest pain unrelieved with nitroglycerin, diabetes and known cad without intervention. The pt ruled in for nstemi with st depression and elevated troponin. Cardiac catheterization was done which showed severe multi-vessel disease with high grade om lesion. He then had thrombectomy and ptca. An iabp was inserted for coronary perfusion and cardiac surgery was consulted. The pt was brought to the sicu to await surgery. On (B)(6) 2015, the iabp was alarming blood detected. The nurse noted blood in the tubing. Cardiology was called and the iabp was removed. It was noted that the balloon pump had ruptured. The pt remained stable and did not need the iabp reinserted. Successful CABG times 3 done on (B)(6) 2015.